Manufacturer narrative:
Date of report: 25jun2019. Date rec¿d by MFR: 21jun2019. The customer reported that replacing the ui (user interface) assembly resolved the problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. (B)(4). A final report will be submitted upon completion of the investigation.

Event description:
Customer contacted technical support (ts) stating that unit display is blank. The customer reported there was no patient involvement. The event date was not specified; estimate used.